Event description:
Resident was in lounge chair when the right side of the chair frame, the plastic frame beneath the seat broke. The resident fell out of the chair sustaining abrasions, lacerations and hematoma of the right ear, nose and right leg.